Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) and a patient (pt). It was reported that the agent had the patient enter mystim app and patient reported setup link, but after placing communicator over the implant, they saw no device found. Agent had patient close out of apps and start a recharging session. Patient was able to connect with recharger right away and reported implant battery 60%. Patient closed out of apps again and reset communicator. Patient then tried entering mystim app again, but after seeing setup link screen again and placing communicator over the implant, patient again kept seeing no device found. Patient commented they had a thick bandage over the incision still and communicator was on top of that bandage. Agent consulted with tech and had patient move communicator to the edge of the bandage, then try to connect again. Patient reported device found message that time and was able to successfully pair to the implant and access therapy screen. Patient mentioned they hope this thing works bec ause their back was killing them. Agent reviewed general use and information regarding communicator and recharger with patient. The rep stated that the cause as due to the bandage being too thick. The patient and rep spoke to the agent and the issue has been resolved.the troubleshooting steps taken on the call resolved the issue.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller stated they met with patient for post-op appointment today and connected initially with tablet, ins showed 80% and they programmed patient without issue. After closing out of tablet session, they attempted to connect to ins with patient's handset/communicator and recharger and all were showing "no device found". Caller then attempted to connect to ins again with the tablet and the tablet was now showing "no device found" as well. The caller was not with the patient. Technical services (tss) reviewed to have patient contact patient services (ps) for further troubleshooting with handset/communicator and recharger. Tss reviewed it is difficult to know what the issue may be given that multiple devices aren't connecting, despite tablet connecting beforehand, and caller is no longer with the patient. Tss didn't collect any patient external equipment serial numbers as caller wasn't with the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.